Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the shock impedance measurement was 22 ohms. Defibrillation threshold (dft) testing was performed and the delivered shock successfully converted the induced arrhythmia. Boston scientific technical services (ts) was contacted and a consultant discussed that a full energy shock could not be guaranteed when the impedance is below 25 ohms. The patient has a small stature and there may be less distance than average between the electrode and the s-ICD which may explain the low impedance measurement. Additional troubleshooting was discussed. The physician elected to leave the system implanted. No adverse patient effects were reported.